Event description:
Regional sciatic block was performed prior to knee surgery. On the 2nd post-op day, when the anesthesiologist tried to withdraw the catheter, it was not able to be removed. Follow-up testing was done to identify the problem and surgery was required to remove the catheter. During surgery it was found that the catheter went through the sheath of the nerve and the catheter coiled on itself creating a knot that prevented it from being withdrawn.